Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bruise under her front left breast. It was described as looking like a burn, about the size of a dollar coin. Additionally the patient reported pain from the vibration box. The patient was recommended to use deodorant. The patient reported that the irritation was able to heal.